Manufacturer narrative:
Initial 8 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose involving eight infusion sets on (B)(6) 2026 due to a bent cannula resulting from insertion into scar tissue; the infusion sets were inserted in the abdomen and arm, and the event was treated with a correction injection via mdi.